Manufacturer narrative:
The valve was patent and passed reflux and leakage testing. The valve was within specifications for pressure flow characteristics at 0 cm hp and preimplantation pressure. The valve did not pass the siphon test, and was not within specifications for pressure-flow characteristics at -50cm hp. These results may be caused by the partailly disengaged outlet connector. A review of the mfg records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve clogged and broke into three pieces prior to re-implantation.